Event description:
It was reported that the patient was experiencing many ventricular high rate events. Oversensing on the right ventricular (rv) lead was noted. It was also reported that atrial pacing could not be detected due to the managed ventricular pacing (mvp) programming parameters on the implantable pulse generator (ipg). Communication attempts with the clinic for additional information were unsuccessful. According to manufacturer records, the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).